Manufacturer narrative:
We checked the returned unit and confirmed that the water tube clogged. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the water tube. In addition, we confirmed that the remote control button cracked, the air nozzle clogged, the bending rubber gluing poor finish, the light guide cable bump, and the bending rubber discolored; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube clogged.